Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to capture and failure to sense were confirmed. A complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Visual examination found the inner insulation damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to the procedural damage. The cause of the reported event was isolated to the damaged inner insulation. Visual and x-ray examination did not find any other anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was failing to sense and was failing to capture. The ra lead was not used and was not replaced. A single chamber pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct investigation findings should have been deformation problem, rather than no device problem found.